Event description:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure (batch no. 959212) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menometrorrhagia, cervix inflammation, hyperkeratosis, benign neoplasm and morbid obesity. Concomitant products included bupropion hydrochloride (wellbutrin), medroxyprogesterone acetate (depo provera), ondansetron (zofran) and paroxetine. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced depression ("depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy (full) on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal haemorrhage, menorrhagia, migraine, nausea, dyspareunia, vaginal discharge and back pain was resolving and the vulvovaginal pain, abdominal pain lower, depression, headache, dysmenorrhoea and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted as per pfs: essure removal date: (B)(6) 2013. Current weight as of (B)(6) 2019: 208 lbs. Approximate weight at the time of essure placement 290 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 49.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: (as per mr): impression: 1.good position of the essure device. 2.no evidence of to fallopian tube potency. Total bilateral occlusion.; on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-may-2019: pfs received. Event outcome added for: heavy abnormal bleeding. Lab data result was updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. 959212) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menometrorrhagia, cervix inflammation, hyperkeratosis, benign neoplasm and morbid obesity. Concomitant products included bupropion hydrochloride (wellbutrin), medroxyprogesterone acetate (depo provera), ondansetron (zofran) and paroxetine. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced depression ("depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy (full) on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, migraine, nausea, dyspareunia, vaginal discharge and back pain was resolving and the genital haemorrhage, vulvovaginal pain, abdominal pain lower, depression, headache, dysmenorrhoea and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted as per pfs: essure removal date: (B)(6) 2013. Current weight as of (B)(6) 2019: 208 lbs. Approximate weight at the time of essure placement 290 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 49.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: (as per mr): impression: 1.good position of the essure device. 2.no evidence of to fallopian tube potency.; on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils.). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (batch no: 959212) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menometrorrhagia, cervix inflammation, hyperkeratosis, benign neoplasm and obesity. Concomitant products included bupropion hydrochloride (wellbutrin), medroxyprogesterone acetate (depo provera), ondansetron (zofran) and paroxetine. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient experienced depression ("depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy (full) on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, migraine, nausea, dyspareunia, vaginal discharge and back pain was resolving and the genital haemorrhage, vulvovaginal pain, abdominal pain lower, depression, headache, dysmenorrhoea and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted as per pfs: essure removal date: on (B)(6)2013. Current weight as of on (B)(6) 2019: 208 lbs. Approximate weight at the time of essure placement 290 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 49.8 kg/sqm. Hysterosalpingogram: on (B)(6) 2013: (as per mr): impression: 1. Good position of the essure device. 2. No evidence of to fallopian tube potency; on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jan-2019: plaintiff fact sheet and medical record received. Event added: abnormal bleeding (vaginal, menorrhagia), depression, migraines, headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, weight gain, lower back pain. Event outcome was updated for the event: pelvic pain/ pain, abdominal pain, lower back pain, abnormal bleeding (vaginal), abnormal bleeding(menorrhagia), migraines, nausea, vaginal discharge, dyspareunia (painful sexual intercourse). Lot no. Was added. Reporter information was added. Concomitant drugs and conditions were added. Lab data was added. Event onset date was added. Patient's aka name was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.